Event description:
A report was received that the patients ipg was getting warm when charging. It was also noted that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1110 ((B)(4)). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patients ipg was getting warm when charging. It was also noted that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.